Event description:
Nellcor puritan bennett received a call from facility on 11/2/98. Facility called to report the following problem: during simulator test with apnea period set to 15 secs, monitor did not alarm until 25-30 secs.